Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated intermittent atrial undersensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m-62 (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was checked in the emergency room because the patient complained that the device was not working. The patient stated that they had had ventricular tachycardia (vt) that was not detected. The ER rhythm strip showed artifact. Trend data reviewed by the technician indicated that 2 non-sustained tachycardia episodes show evidence of atrial undersensing. The device check was normal and no high rate episodes were detected. The patient also complained that the device emitted a tone for 30 minutes. No patient alerts were noted. The alert tones were reviewed with the patient. No intervention was done. The patient was advised to proceed with routine follow-ups. The lead and device remain in use. No patient complications have been reported as a result of this event.